Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that in-stent restenosis occurred. The patient was enrolled in the (B)(6) clinical study on (B)(6) 2016, and the index procedure was performed on the same day. The target lesion was located in the left mid superficial femoral artery (sfa). The target lesion was 90% stenosed, 160mm long, had a proximal and distal reference diameter of 5.00mm, and was classified as a tasc ii b lesion. The target lesion was treated with pre-dilatation, and a 6x150mm eluvia stent and a 6x60mm eluvia stent was placed. Following post-dilatation, residual stenosis was 0%. On (B)(6) 2016, the patient was discharged from the hospital on drug antiplatelet therapy. On (B)(6) 2018, during a two year follow up, duplex ultrasound noted 50-99% in-stent restenosis in the target lesion.